Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 06/01/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that user advisory(ua) 7 (discrepancy between load 1 and load 2 too large) message appears upon powering on the device. Customer is unable to clear. Failure was observed during patient care. Manual CPR was performed to continue the treatment.

Manufacturer narrative:
The autopulse platform(s/n (B)(4)) was returned to zoll for investigation. A visual inspection of the returned autopulse platform was performed and found that one of the top cover's wire strands was cut. The reported issue was confirmed. Upon powering the device on, the user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message appeared. Further investigation revealed an issue with the local cell. The damaged part observed during visual inspection as well as the local cell module 2 were replaced. The platform passed all final testing criteria.